Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a tortuous circumflex coronary artery. The maverick2 monorail balloon catheter was removed and replaced with a maverick otw 1.5/9 balloon catheter to successfully complete the procedure. It is noted that resistance was met upon insertion and removal of the maverick2 monorail balloon catheter. Patient status is reported as 'good'.